Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise, leading to loss of cardiac pacing. The lead was explanted and replaced without issue. The patient was stable throughout.